Event description:
It was reported that the lifetime on the device was less than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data for save to disk (s2d) (B)(4) shows time of eri in save to disk on (B)(6)-2011, device eri<=2.62 volt and eol on (B)(6)-2011. Weekly and daily battery voltage trend data show min bat=2.64 to 2.61 volts minimum between (B)(6)-2011 and (B)(6)-2011.